Event description:
Reportedly, the device continuously prompted connect electrodes, and an analysis of pt ECG could not be performed. A lifepak 10 defibrillator/monitor was brought on scene and used to deliver defibrillator energy to the pt. The rptr stated the pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.